Manufacturer narrative:
Device 13 of 30. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user reports "he will find "5, 6 or 7 of them that are stuck in packaging like this in every box of 30. He said they are stuck in the packaging by the tip end when he goes to remove them from packaging after prepping them per IFU. He never really looked before to see where exactly they are stuck but can see in this box he is reporting today, he states the catheter tip looks like it is sealed into and/or by the seals of the packaging." Confirmation was received that 30 catheters from this specific lot/market unit were affected.